Manufacturer narrative:
The intera device tracking database has only one pump listed for this patient, the model and manufacturer of the other pump in the alleged event is unknown. At this time, the adverse event is unconfirmed. Intera has contacted the patient for additional clarification but has not yet received a response. The treating physician has moved practice to a different state since the time of the alleged event, a direct signature required letter was sent to the new practice location in order to obtain more information. If further information is received, it will be filed in a supplemental report.

Event description:
Patient responded to device tracking mailing by calling call line and stated she had 'two pumps that almost killed her and she wants to be compensated." According to intera records, a codman pump was implanted in 1998.